Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was evaluated by her primary care physician due to stomach pain. An unknown test was performed on the patient which revealed a stoma site infection. On (B)(6) 2022, the patient was prescribed an unknown oral antibiotic. On (B)(6) 2022, the patient experienced nausea, difficulty breathing and went to the emergency room. The patient's antibiotic was changed to an unknown oral antibiotic, and after evaluation she was discharged without being admitted to the ward. It was reported that the patient's stoma site was completely healed after assessment from the neurologist.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.